Event description:
During internal testing, it was discovered that in the pet/CT module version 3.7.1 and above there are calculation errors related to the standard uptake value (suv) factor calculation.

Manufacturer narrative:
A f/u report will be submitted when the investigation in complete. (B)(4).